Event description:
It was reported that following implant, pericardial effusion and cardiac tamponade were noted. The patient coded and was transferred to another hospital where he was placed on ECMO and received an lvad. Patient is currently stable and will receive a heart transplant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.